Event description:
The cell-dyn 1700 cs generated very low results for all parameters on two donor samples. The results were flagged as "l" or "ll" indicating that the results were outside of the lab's established reference ranges. Patient #1 generated an initial hemoglobin result of 5.6 g/dl that retested at 15.3 g/dl with all other parameters also testing within the lab's normal reference range. The customer performed an auto-clean procedure on the analyzer and ran controls, which tested within specifications. However, the issue persisted. The customer suggested a number of troubleshooting procedures for the customer to try. There is no impact to patient management reported.

Manufacturer narrative:
Internal identifiers (s): 060/1 -163016463-01 patient ocde: 2199 (patient, no consequences to). Device code : 2456 (inaccurate test results). The customer technical advocate suggested that the customer clean the closed mode operation assembly with bleach, followed by a distilled water flush. The customer also replaced the closed mode assembly pump tubing and ran successful background counts with controls. The customer also performed an precision run with 6 replicates and all results reproduced within expected specifications. The customer requested no further assistance. No further issues were identified. The cell-dyn 1700 system operator's manual, revision d: section 10: troubleshooting and diagnostics: troubleshooting guide: abnormal or erratic hgb, mch and/or mchc results: pg 10-13, provides instructions in regards to this issue on cleaning and the replacement of aspiration tubing. This investigation demonstrated that the cell-dyn 1700 cs analyzer is performing within its intended use, label claims and specifications; no deficiency related to the performance of the device was identified. This is a final report.